Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 52 mg/dl that later rose to 74 mg/dl after oral carbohydrate intake, while also experiencing prolonged hyperglycemia the prior night around 400 mg/dl; the user was using the ilet with a freestyle libre 3+ sensor, noted infusion through scarred abdominal tissue after using a full vial, and reported that the pump delivered insulin when glucose was still below 70 mg/dl. Symptoms included low blood glucose. Outcomes included low and high glucose events without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed unclear cause for the hypoglycemia, with potential contributing factors such as infusion site issues and sensor-pump control behavior during low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.